Event description:
It was reported that a patient presented to clinic for a generator upgrade. Fluoroscopy was performed and revealed externalized conductors on the right ventricular (rv) lead. The physician elected to cap and replace the rv lead. The patient condition was stable.